Event description:
It was reported that the device is providing inaccurate readings. The customer reported that they have been using pronto-7 for several months and are unhappy with the device due to poor performance. A previously reported sensor had been replaced because customer noticed a high rate of no measure. But the customer is still unhappy with the performances even with the new sensor because the "values are always higher than in reality". The physician did ten comparisons between the pronto-7 values and blood analysis using lab equipment (not hemocue). The results were: pronto-7: 13.5 lab measure: 9.9. There were no consequences or impact to the patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.